Manufacturer narrative:
Claim (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens remains implanted. The cause of the event was reported as other.

Manufacturer narrative:
B5: a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vault with rotation and elevated iop. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event was other. Reportedy, "history of steroid responder after initial icl surgery' and the patient has been prescribed ocular antihypertensive eyedrops along with the tapering dose of topical steroid." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H3 - product evaluation: lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. H6 - work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).